Event description:
A male with history of htn and cad underwent a coronary interventional procedure on 06/27/07. Meds include asa and anti-hypertensives. Baseline hbg was 12.9 g/dl. The patient was transferred to a different room between the diagnostic and intervention (45 min wait), with a different operator. Peri-procedural meds include heparin and iibiiia, and act was 373. The coronary intervention was performed without complication. The mynx procedure was reportedly performed per IFU without complication. Bp was 139/82, 10 min. Later. Patient became hypotensive and was treated with IV fluids and dopamine. CT scan documented retro-peritoneal bleed. Patient complained of chest pain and was taken to the cardiac cath lab documenting patency of the recently placed coronary stent. A radial approach was used. A femoral angiogram showed no evidence of dye extravasation. The pt received 2 units of blood without other interventions for the retroperitoneal bleed. The pt was discharged in 1997 with no further sequelae.

Manufacturer narrative:
The review of the lot history record did not reveal any issues that may have caused or contributed to the reported incident. The device was disposed of at the site, and therefore, not returned for eval. No other info, indicating that the device did not perform as intended, was provided at this time. There is no evidence that suggests the device did not meet specifications. The physician believes that the cause of the complication was the initial stick for the diagnostic procedure, and not due to the mynx closure device.